Event description:
It was reported that bd micro-fine¿ ultra pro 4mm needles broke off in the abdomen during use. The following information was provided by the initial reporter: ref 320562 lot 8205960 peremption (B)(6) 2023. As of monday, (B)(6) 2019, our 13-year-old child - insulin-dependent diabetic for 11 years - practices in my presence his injection of novorapid (disposable pre-filled pen) in the abdomen. The insertion of the needle and the injection take place without difficulty or resistance. When removing the pen, it is impossible: the needle is completely blocked in the abdomen. Note that the abdomen shows no signs of contracture. - on palpation, the inner part of the needle seems "hooked like a hook". I make several attempts: pivot in opposite direction, light support on the area around the insertion point. The needle remains blocked, a portion of about 2mm begins to come out of the abdomen and then the needle breaks suddenly leaving its distal part in the abdomen of my child. Contact taken with the regulation of the emergencies department of hospitals which advises us to go to ER. We go to the general urgencies of the hospital the same evening. An enlarged asp confirms the presence of a portion of the needle of about 2mm in the subcutaneous region of the abdomen. Our child is put on antibiotic treatment for 5 days because of the risk of infection. Two days later, the phenomenon recurs: this time the injection is made into the arm, the needle remains locked again in the skin at the time of withdrawal; she will succeed this time to remove it completely after 2 mns of attempts. Currently, she remains under increased surveillance because of the risk of abscesses around this foreign body. In conclusion: ¿ child practicing insulin injections for 11 years so very accustomed to the protocol. ¿ mother nurse. ¿ needle blocked intra-cutaneously, 2 times at 2 different injection sites, one time with broken material inside. ¿ only common point in these incidents: use of the same batch of needles, cited above.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A root cause could not be determined and the complaint is unconfirmed.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ ultra pro 4mm needles broke off in the abdomen during use. The following information was provided by the initial reporter: ref 320562, lot 8205960 peremption 2023-08-31. As of (B)(6) 2019, our (B)(6) child - insulin-dependent diabetic for 11 years - practices in my presence his injection of novorapid (disposable pre-filled pen) in the abdomen. The insertion of the needle and the injection take place without difficulty or resistance. When removing the pen, it is impossible: the needle is completely blocked in the abdomen. Note that the abdomen shows no signs of contracture. On palpation, the inner part of the needle seems "hooked like a hook". I make several attempts: pivot in opposite direction, light support on the area around the insertion point. The needle remains blocked, a portion of about 2mm begins to come out of the abdomen and then the needle breaks suddenly leaving its distal part in the abdomen of my child. Contact taken with the regulation of the emergencies department of hospitals which advises us to go to ER. We go to the general urgencies of the hospital the same evening. An enlarged asp confirms the presence of a portion of the needle of about 2mm in the subcutaneous region of the abdomen. Our child is put on antibiotic treatment for 5 days because of the risk of infection. Two days later, the phenomenon recurs: this time the injection is made into the arm, the needle remains locked again in the skin at the time of withdrawal; she will succeed this time to remove it completely after 2 mns of attempts. Currently, she remains under increased surveillance because of the risk of abscesses around this foreign body. In conclusion: child practicing insulin injections for 11 years so very accustomed to the protocol. Mother nurse. Needle blocked intra-cutaneously, 2 times at 2 different injection sites, one time with broken material inside. Only common point in these incidents: use of the same batch of needles, cited above.